Event description:
Healthcare professional reports higher pt/inr results than reference with the hemochron jr. Microcoagulation citrate prothrombin time test (j201c). Patient test using j201c generated 3.6 inr and laboratory result was 2.1 inr. Patient's therapeutic range: 3.0-4.0 inr. Reference laboratory results generated as part of a correlation study run at the healthcare facility. Patient treatment based on the j201c results. No adverse event(s) reported. This event occurred outside of the united states.

Manufacturer narrative:
(B)(4). Method: cuvette device history records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.